Event description:
It was reported that pump did not display insulin amount accurately. No information was provided regarding the customer¿s blood glucose level or any impact. Customer continued to use current cartridge despite fill estimate difference, was educated to use room temperature insulin when filling cartridge and was provided replacement charging cable and wall adapter by technical support, who also attempted follow-up calls when customer was unavailable.